Manufacturer narrative:
Engineering evaluation noted that the reason for the glenoid fracture reported was not known. However, scapular fractures are a clinically well-known potential complication of reverse total shoulder arthroplasty.

Event description:
Index surgery: (B)(6) 2018. Revision of shoulder components due to a fractured glenoid.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2018. Revision of shoulder components due to a fractured glenoid.